Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of pseudoaneurysm and vascular dissection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017, against resistance.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted with a prostyle device using a 6f sheath after an arterial thrombectomy procedure. Reportedly, there were no issues deploying the device. However, the foot could not be closed and the device could not be removed. After some manipulation, the device was eventually pulled out with the foot open, causing a tear in the artery. Manual compression was applied for 45 minutes to treat the tear and to achieve hemostasis. A clinically significant delay was reported as the following day, a duplex ultrasound found a 2 cm pseudoaneurysm in the patient. The aneurysm was treated with a thrombin injection. No additional information was provided.